Manufacturer narrative:
According to the practitioner the three lobs connection of the implant was damaged. The most likely cause is that the practitioner has not initially correctly inserted the mandrel to place the implant, and has damaged the connection of the implant (practitioner error).

Event description:
Implant has been explanted by the practitioner because he couldn't screw a transfer into the implant. The three lobs connection was damaged. The implant has been placed in 27 position on (B)(6) 2017, and has been explanted on (B)(6) 2017.